Event description:
It was reported that a malfunction alarm occurred. The customer reverted to an alternate method of insulin therapy. Customer¿s blood glucose (bg) level was 541 mg/dl on cgm. The customer addressed elevated bg with a manual injection.